Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm or unexpected numbers scrolling during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the up arrow button was stuck and kept scrolling. The customer reported that a button error alarm occurred after changing the battery. The customer's blood glucose was 46 mg/dl at the time of incident. The customer treated her low blood glucose with food. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.